Manufacturer narrative:
Additional information: the site has purchased a replacement hammer. The failed hammer will not be returned until the replacement is received.

Manufacturer narrative:
Return requested for suspect slap hammer. Medtronic representative reported the hospital has possession of the failed hammer. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while in a transforaminal lumbar interbody fusion (tlif) procedure, the site's slap hammer was broken. No further details regarding this damage, or specifically when it occurred, were provided. A second hammer was brought in to use in continuing the procedure. The surgeon completed the procedure with the use of the navigation system. It was reported there was no delay of therapy. There was no impact on patient outcome.